Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The analyst reviewed the application logs and there were 2 sessions. From the first session, they observed connected to database and network status was wired and soon after received a request to shutdown. From the second session, immediately after connected to database, the system was shutting down. From the system logs, observed that the system was getting shutdown and before this there were no errors captured in the system logs and the possible cause for this was - user-initiated shutdown or uninterruptable power supply (ups)- triggered shutdown. Also, observed there was an abrupt shutdown and there were no other errors observed from the logs. Previously reported codes b01, c19, and d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart would not turn on. Rebooting the system initially had no effect. During troubleshooting, both carts refused to boot, and although the blue lights on the power buttons were illuminated, both screens remained black. The monitors remained off despite power being supplied to the uninterrupted power source (ups) and computer. The main cart monitor high-definition multimedia interface (hdmi) cord was noted to feel loose where it plugged into the computer. After inspecting the system and reseating the video cables, both monitors turned on after a few minutes. Multiple additional reboots were performed, but the issue could not be recreated. The issue may have been resolved during the inspection and reseating of the video cables in the computer. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that no issue was found. Codes b01, c19 and d14 are applicable. Multiple annex a codes were applied- a05: applicable to the main cart monitor high-definition multimedia interface (hdmi) cord feeling loose. (B)(6): applicable to both screens remaining black. (B)(6): applicable to issue occurring during bootup/camera cart not powering on. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.